Event description:
It was reported that the peek implant did not fit.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
No new information.

Manufacturer narrative:
Additional information: h4, h4. Correction: d9. The reported event (implant did not fit) could not be confirmed as no images or CT-scans were provided for review. Stryker¿s custom design team found that the peek implant was accurately designed and manufactured per specifications, with no deviations or device issues identified. The investigation noted a three-month gap between the pre-op scan and surgery, use of a titanium implant instead of the reported device, and a 30-minute surgical delay. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.